Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.9 inr and 5.4 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. Caller was advised to take a half of a warfarin tablet based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.